Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box data showed no evidence of power interruption. A visual inspection of the pump showed that the battery compartment was undamaged. The returned battery cap was damaged at the coin slot and was unable to secure on to the pump. The battery cap contact height measured out of specifications, the width was within specifications. A power interruption occurred with the returned cap. A test cap was used and the pump was then able to successfully complete the ez prime steps. The pump was then exercised for 24 hours with no power issues. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.